Manufacturer narrative:
On 25-feb-2026, the date of manufacture date was received, therefore, it has now been populated into field h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3-feb-2026, additional information was received indicating the brim cap was detached but the hub did not break off from the sheath and there was a dislodgement inside the hub. Based on the new information received the h6. Medical device problem code of ¿material separation (a0413)¿ has been added for the dislodgement. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Other investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a preface and a brim cap and hemostatic valve separation occurred. Upon opening the package, the hemostatic valve collapse was found. Opened another new one to complete the procedure without further issues. The procedure was completed without patient's consequence. Additional information received indicating the hemostatic valve was dislodged outside the hub and the brim cap had detached from the sheath. It was described as broken/cracked.